Event description:
In 2009, the healthcare professional/reporter, contacted lifescan (lfs) to report the surestep flexx meter was giving inaccurately low readings with both the control solution and blood samples. On november 17, 2009 the sr. Medical surveillance specialist spoke with the reporter to obtain and verify information. On event date between 10:00 am an 12:00 pm, while hospitalized in the ICU, the patient's blood glucose level was tested to be 'in the 50's and 60's mg/dl' using the reported hospital meter. Also, the nurse obtained the high control solution test results of 60 mg/dl, 68 mg/dl, 53 mg/dl, 54 mg/dl, 55 mg/dl, 53 mg/dl and 59 mg/dl. The acceptable range for the test strips in use was 278 mg/dl to 418 mg/dl. Based on the low blood glucose readings, the patient was treated intravenously with glucose. It is not known if the patient experienced any symptoms of high or low blood glucose levels. 'A few hours' later, the patient's blood glucose level was tested using another meter, with a result of 'hi mg/dl' (greater than 500 mg/dl). The reporter was unable to confirm the patient's treatment. At 8:35 pm, the patient's blood glucose reading was 314 mg/dl. The patient had come into the hospital's emergency room, where his blood glucose levels were tested to be 114 mg/dl at 2:55 am, 137 mg/dl at 4:51 am, 198 mg/dl at 6:22 am and 207 mg/dl at 7:00 am, using other hospital meters. Troubleshooting revealed the test strips were in good condition, and the control solution was correct. The meter was replaced. The control solution tests, to be performed before patient testing, failed out of range low. The hcp allegedly obtained inaccurately low blood glucose readings for the patient using the reported meter, and based on those readings, the patient was treated intravenously with glucose. The patient's blood glucose level was subsequently tested to be greater than 500 mg/dl. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in supplemental report.